Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse replaced the universal surgical manipulator. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 4 was not recognizing instruments. Troubleshooting steps included confirming that arm 4 would not engage instruments, although it was undetermined if this issue affected only one instrument or multiple instruments. Logs confirmed the engagement failure, indicating a possible failure with arm 4 or the instrument/adapter. The user continued with the procedure without further issues. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that the surgeon was able to complete the surgery by making arm 4 the non-working arm so there was no delay in care. The problem was quickly remedied when the field service engineer came to exchange the arm.